Manufacturer narrative:
G1: the device was manufactured at one of the following facilities: baxter healthcare - tunisia route de chebbaou 2021oued e tunis tunisia; baxter healthcare - singapore 2 woodlands industrial park d singapore 738750 singapore. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a loose connection between the heater line of a homechoice automated pd set with cassette and physioneal solution bag which resulted in a leak. This was observed during set up of the device for peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H11: the device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. An under water pressure test was performed an no leaks or issues were observed. Functional testing including self-test and priming were performed and no issues were observed. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.